Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the guide wire "lost its shape". As a result, it was replaced with a new one and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during use was confirmed. The customer returned one guide wire and one cvc catheter. Visual examination revealed that the guide wire exhibited multiple kinks at both the distal and proximal ends. A manual tug test confirmed that both welds were intact. Microscopic examination of the guide wire confirmed the kinks at both ends of the wire and that both welds were full & spherical. No other damage or defects were observed. The guide wire measured approximately 60.0 cm which was difficult to measure due to the severe kinks but is consistent with the length specifications of 59.6 - 60.4 cm per guide wire graphic. The outside diameter of the guide wire measured 0.806 mm, which is within the specification of 0.0.788- 0.826 mm. Per guide wire graphic. The returned catheter appeared typical but used in that dried blood and biological material was observed within the catheter body. In addition, a small section of the catheter body was found to be flattened or kinked at 8.5 to 10 cm below the juncture hub. No other damage was observed. Functional testing was performed on the catheter with a 0.032" long pin gage which is the same size guide wire that is in the reported kit. The 0.032" wire was inserted into and through the other remarks: distal lumen without resistance indicating that the catheter was not obstructed. The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Based on these circumstances, operational context caused or contributed to this issue. No further action will be taken.